Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened, and a follow up report will be submitted.

Manufacturer narrative:
Date of this report: 04jun2021. There was no patient involvement.

Event description:
The customer reported that while in service mode, there was a no pressure or flow/patient circuit occluded error. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that he had a pressure of 10 cmh2o and the blower did not spin. Product support recommended repair parts blower and motor controller pcba.